Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient complained of pain and discomfort. The patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was repositioned. No additional adverse patient effects were reported.